Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cabinet crashed and the screen went black. A field service engineer resolved the issue by disconnecting the drawers and rebooting the system each time after connecting a new drawer, allowing the customer to remove the medications. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medflex system cabinet crashed and the screen went black. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.